Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) suddenly delivered pacing at 90 paces per minute (ppm), when the pacing rate was set at 50 ppm. When the power was turned off and the device rebooted, it returned to normal operation. The epg is expected to be returned for repair. No patient complications have been reported as a result of this event.